Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval conclusion code ¿ is being updated for this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork and the pump logs were provided. The pump logs last examined at (B)(6) 2017 (last change (B)(6) 2017) showed a motor stall occurred on (B)(6) 2017 at 02:11 and recovered on (B)(6) 2017 at 14:48. Another motor stall occurred on (B)(6) 2017 at 12:32 and reached ¿stopped pump period may exceed tube set¿ on (B)(6) 2017 at 12:32, and recovered on (B)(6) 2017 at 13:30. Additionally, a motor stall occurred on (B)(6) 2017 at 07:57 and ¿stopped pump period may exceed tube set¿ on (B)(6) 2017 at 07:57. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of dilaudid at 0.061 mg/day and 128 mcg/ml of fentanyl at 0.79 mcg/day via an implantable pump for spinal pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017, it was reported that, on (B)(6) 2017, the patient felt nauseous and had increased pain. The patient's clinic interrogated the pump and a motor stall was noted. No external factors were noted to be at play. The patient's pump was reduced to minimum rate and oral medications were given. The patient's pump was replaced on (B)(6) 2017. The catheter was found to be patent. The issue was considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported.